Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that infusion sets were occluded. During troubleshooting, customer reported that there were white spots in tube. It was reported that infusion set had large air bubbles. It was found that reservoir was being incorrectly filled. Insulin pump passed displacement test. More than 5 units of insulin was delivered and customer was advised that infusion set was not occluded. Customer was not able to remove infusion set to check for bent cannula although customer reported to have experienced a bent cannula in the past. Customer would call back when tubing clamp was found. Infusion sets would be replaced.